Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, lot number 032294, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the part that cuts the floss was broken off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 032294 to unspecified. The graphic number (032294) was provided by the consumer as lot number, the analyst changed the lot number field to n/a and the product name was updated according to the graphic number reported. Without lot number, the analyst could neither perform device history records review; retain sample evaluation or lot trend analysis. A review of the data associated with this complaint category damaged/defective dispenser/component and reportable pqc revealed no adverse trends. The complaint cannot be considered confirmed since customer unit was not received. Complaint trend would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, waxed for dental cleaning (route-dental, lot number 032294, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the part that cuts the floss was broken off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.